Manufacturer narrative:
E1: establishment name: (B)(6). The device was not returned to olympus, and is not expected to be returned for evaluation of the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the user did not read the instruction manual carefully and mismanaged the replacement of the water filter. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿7.3 replacing the water filter (maj-2317): replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed". Concerning the instruction manual mentioned above, we recommend the replacement period for a water filter is at least once in two months, however, the subject facility has used an expired water filter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that an error e81 occurred during reprocessing with the oer-6 (olympus endoscope reprocessor). An olympus representative (rep) visited the site and removed the installed three-way valve and the hose from the in side (from the water filter). A black, mold-like foreign substance was found at the connection of the water filter. The water filter has not been replaced since it was installed at the time of delivery and has been in use for about two and a half years. It was possible that there were nine scopes in operation at facilities that were reprocessed with this oer-6. There was no report of patient harm.  Related patient identifiers:(B)(6).